Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/14/2016-pfs and medical records received. After review of the medical records for MDR reportability, it was discovered the patient was revised a 4 time ((B)(4)) for dislocation and fractured stem on (B)(6) 2016. The stem is reported on this (B)(4)).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A worldwide complaint database search found other reports against the femoral head and/or liner and no other related incident(s) against the provided stem product/lot combination. Per procedure, the femoral head and liner are exempt from device history record review. Medical records and xrays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and high incidence of metal ions in her blood stemming from the modular metal on metal construct in her left hip. The metal head and metal liner were exchange for a ceramic on ceramic construct. Update: 7/21/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated meta ion levels (no labs). The stem is now being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 5/18/16-pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:6/9/2016.